Event description:
Double pole switch on access door had shorted out.

Manufacturer narrative:
Upon inspection, steris service technician has found that door switch on sonic energy cleaner had overheated and shorted out. Replacement of door switch restored proper unit operation. Unit has been released for use by the customer.